Event description:
The physician installed an arterial line catheter. Subsequently it was found to be oozing. The dressing was taken down, the line was flushed and it was discovered that the line was cracked. The line was discontinued at this time.====================== health professional's impression======================we had this exact failure several months ago. It was determined at that time by the manufacturer of the device that the broken device wasn't the being used for it's intended purpose.